Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error stated that hardware low level failures. Customer's blood glucose value was 74 mg/dl at the time of the incident. The customer was assisted with troubleshooting and self test did not pass. Customer will return device for analysis.

Manufacturer narrative:
Pump passed the self test and the displacement test. No unexpected pump error 53 or pump error 63 alarms during testing however, the formatted history file confirmed pump error 53 alarm due to a software error and pump error 63 alarm due to cold solder joints at the keypad assembly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.